Event description:
Since implant, the patient did not have benefit; his pain was getting worse. They tried increasing the dose, but it did not help. The patient did not get benefit from boluses programmed via the pump, but would get benefit when a bolus was done through the side port of the pump. A dye study and rotor study were done (dates not reported) and were normal. There were no reservoir volume discrepancies. They scheduled an indium study at a local hospital; however, they did not follow the protocol and reviewed the results too early, so the indium study was inconclusive. An MRI was done (date not reported) to determine if the patient had an intrathecal mass; this was negative. They were considering removing the pump and catheter. The patient was planning to get a second opinion first. The pump was used to deliver morphine and bupivacaine. Additional information has been requested, a follow-up report will be sent, if additional information becomes available.